Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
The customer reported that the unit went ventilator inoperative with multiple error code messages. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Through follow-up, respiratory therapy does not have any additional information on patient involvement.